Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had droplets on the outside of the drip chamber and had also dripped onto the floor. The issue was identified during setup and preparation. There was no patient involvement.